Event description:
It was reported by the rep that the (2) tcr55 were used during an unknown procedure. It was reported that the (2) reloads would not fire. The case was finihsed with another instrument and there was no consequence to the pt. The hosp has kept the product.